Event description:
The pt felt an abnormality at the device pocket (not specified). The neurostimulation device system was explanted due to the possibility of infection. The pt status was reported as "unk". Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.